Event description:
It has been reported that the locking mechanism on the customer's (B)(4) did not function to specification when the cot is unloaded from the ambulance. The cot is then allegedly dropping. There have been no adverse consequences reported.

Manufacturer narrative:
Upon discussion with the user facility, it is thought that this alleged issue occurred due to operator error. The cot was found to be fully functional and the failure could not be duplicated by the staff or stryker field service.